Event description:
The pt reportedly experienced pain and discomfort with the device, along with a shocking sensation at implant site. Programming adjustments were made and the external equipment was exchanged. However, this did not resolve the issue. Troubleshooting revealed that the device is functioning. Device revision surgery has been scheduled.